Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had their interstim device replaced yesterday on the left side and their intellis device is on the right side (see rtg0548933). Caller seemed to have some confusion of which device controlled their spinal cord stimulator. Agent attempted to walk caller through checking the spinal cord stimulator was communicating properly with their controller; caller saw "battery empty, recharge the controller device soon," agent had caller connect to the ac power supply, and caller confirmed the controller was charging. Caller saw "no device found" on the screen and stated it had been a while since they last charged the implant. Agent reviewed with caller that the controller needs to recharge before additional troubleshooting can take place. Agent advised caller to call back if they need assistance with recharging the implant. Of note, patient provided managing physician for interstim device not scs device when asked., case reopened and reassigned to email the pt physician listings. Pt called back and repeated information and was confused and noted they believe the hcp removed the ins because they saw the no device found message. Agent had the pt enter passive recharge mode with 63-64-64 and they moved the paddle to get 98 in the middle. Pt advanced and was recharging the ins with excellent quality

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.